Manufacturer narrative:
The field service engineer (fse) replaced the breath delivery (bd) central processing unit (cpu) printed circuit board (pcb). The ventilator has passed performance verification testing (pvt), extended self-test (est), and short self-test (sst) and is ready for use. The ventilator has been returned to the customer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: a breath delivery (bd) printed circuit board (pcb) was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis and functionality testing was performed. The diagnostic logs were reviewed and error codes were found. An investigation was performed and the product analysis technician reported that the root cause was isolated to an electronic component in the pcb. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer for evaluation.

Event description:
It was reported that the 840 ventilator generated an error which rendered the unit inoperable. The ventilator was not in use on a patient at the time of the event.